Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) was confirmed. As received, the belt failed the ECG fall-off test. Upon evaluation, the brown (-5v) and black (main batt) wires were open inside the trunk cable. The cause of the test failure and non-functional electrodes is the open wires. The root cause of the open wires is excessive force placed on the cable. No adverse event resulted from the open wires.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.